Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on the same lot#. Device analysis dimensional analysis on the returned item (screw only, as per image 1) have been performed with the following results: in addition, a tolerance analysis for the modulus: trial locking screws for neck-stem was carried out with focus on the dimensions that could have generated a potential risk of breakage. In both nominal/worst cases the resistant section was considered acceptable confirming the correctness of the dimensions/tolerances set in the technical drawing. Root cause analysis based on the analysis performed, screw's breakage could have occurred due to a peak of force exerted by the user on the screw during the surgery or because the screw had already been previously overstressed and therefore it took little to break it. Event not product related. Pms data according to the pms data, a total of 2 (two) similar complaints (including this one) have been reported to limacorporate on the specific product code 9043.10.400 on a total of 453 pieces manufactured giving an occurrence rate of (B)(4) . Please consider this occurrence rate as a overestimation by considering instruments as reusable device. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
During surgery on (B)(6) 2021, when the surgeon was trying to fix the modulus-str.-collo di prova corto 125# cono b (product code 9043.10.430, lot #j105000400) with the trial locking screw, the screw broke. Broken piece was removed from the patient, and no residual on the patient was confirmed. Due to the event, the surgery was prolonged for about 10 to 15 minutes.

Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the instruments manufactured with lot# j105000400. This is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be completed.

Event description:
During surgery on (B)(6) 2021, when the surgeon was trying to fix the modulus-str.-collo di prova corto 125# cono b (product code 9043.10.430, lot #j105000400) with the trial locking screw, the screw broke. Due to the event, the surgery was prolonged for about 15 minutes. Event occurred in (B)(6).